Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain and cramping / sharp pains in her lower left side"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding/ heavy bleeding/ severe bleeding"), anaemia ("severe anemia/ chronic anemia"), abdominal pain lower ("cramping") and nausea ("nauseous") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and parity. Plaintiff's menstrual periods were normal after the birth of her children and she had no problem with going about her daily life. Concurrent conditions included nickel sensitivity (as a child she could not wear jewelry made with nickel or ¿cheap¿ jewelry because it would cause her to have a rash). On (B)(6)2011, the patient had essure inserted. On(B)(6)2016, 4 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria hospitalization, medically significant and intervention required), anaemia (seriousness criteria hospitalization and medically significant) with dizziness, fatigue and headache, abdominal pain lower (seriousness criterion hospitalization) and nausea (seriousness criterion hospitalization). On (B)(6)2016, the patient experienced menometrorrhagia ("menometrorrhagia / heavy enstrual cycles"). On an unknown date, the patient experienced alopecia ("hair loss"), polymenorrhoea ("two periods a month") and dysmenorrhoea ("dysmenorrhea"). The patient was hospitalized on (B)(6)2016. The patient was treated with blood transfusion, auxiliary products, surgery (laparoscopy with bilateral salpingectomy on (B)(6)2017), surgery (laparoscopy with bilateral salpingectomy on (B)(6)2017) and surgery (laparoscopy with bilateral salpingectomy on (B)(6)2017). Essure was removed on(B)(6)2017. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, anaemia, abdominal pain lower, nausea, alopecia, menometrorrhagia, polymenorrhoea and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, anaemia, dysfunctional uterine bleeding, dysmenorrhoea, menometrorrhagia, nausea, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: before essure, plaintiff had not experienced this combination of symptoms. She was told directly after the surgery that her body was reacting to the metal in the device. Quality-safety evaluation of ptc: sample not available. Since quality unit have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. Quality unit are unable to confirm any quality defect or device malfunction at this time. Although quality unit were unable to confirm this complaint quality unit cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: events two periods a month, menometrorrhagia and dysmenorrhea added. After essure removal her symptoms resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain and cramping / sharp pains in her lower left side/worsening pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding/ heavy bleeding/ severe bleeding'), anaemia ('severe anemia/ chronic anemia'), abdominal pain lower ('cramping') and nausea ('nauseous') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and parity. Plaintiff's menstrual periods were normal after the birth of her children and she had no problem with going about her daily life. Concurrent conditions included nickel sensitivity (as a child she could not wear jewelry made with nickel or ¿cheap¿ jewelry because it would cause her to have a rash). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria hospitalization and intervention required), anaemia (seriousness criteria hospitalization and intervention required) with dizziness, fatigue and headache, abdominal pain lower (seriousness criterion hospitalization) and nausea (seriousness criterion hospitalization), 4 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia / heavy menstrual cycles"). On an unknown date, the patient experienced alopecia ("hair loss"), polymenorrhoea ("two periods a month"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity/allergy symptoms"). The patient was hospitalized on (B)(6) 2016. The patient was treated with blood transfusion, auxiliary products and surgery (laparoscopy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, anaemia, abdominal pain lower, nausea, alopecia, menometrorrhagia, polymenorrhoea and dysmenorrhoea had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, autoimmune disorder, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, hypersensitivity, menometrorrhagia, nausea, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: before essure, plaintiff had not experienced this combination of symptoms. She was told directly after the surgery that her body was reacting to the metal in the device. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain and cramping / sharp pains in her lower left side/worsening pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding/ heavy bleeding/ severe bleeding'), anaemia ('severe anemia/ chronic anemia'), abdominal pain lower ('cramping') and nausea ('nauseous') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and parity. Plaintiff's menstrual periods were normal after the birth of her children and she had no problem with going about her daily life. Concurrent conditions included nickel sensitivity (as a child she could not wear jewelry made with nickel or ¿cheap¿ jewelry because it would cause her to have a rash). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria hospitalization and intervention required), anaemia (seriousness criteria hospitalization and intervention required) with dizziness, fatigue and headache, abdominal pain lower (seriousness criterion hospitalization) and nausea (seriousness criterion hospitalization), 4 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia / heavy enstrual cycles"). On an unknown date, the patient experienced alopecia ("hair loss"), polymenorrhoea ("two periods a month"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity/allergy symptoms"). The patient was hospitalized on (B)(6) 2016. The patient was treated with blood transfusion, auxiliary products and surgery (laparoscopy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, anaemia, abdominal pain lower, nausea, alopecia, menometrorrhagia, polymenorrhoea and dysmenorrhoea had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, autoimmune disorder, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, hypersensitivity, menometrorrhagia, nausea, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: before essure, plaintiff had not experienced this combination of symptoms. She was told directly after the surgery that her body was reacting to the metal in the device. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter added. Events abnormal bleeding and auto-immune or hypersensitivity/allergy symptoms were added and event worsening pain was clubbed with pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain and cramping / sharp pains in her lower left side/worsening pain'), abnormal uterine bleeding ('dysfunctional uterine bleeding/ heavy bleeding/ severe bleeding'), anaemia ('severe anemia/ chronic anemia'), abdominal pain lower ('cramping') and nausea ('nauseous') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, parity, cervix inflammation, adenomyosis, pelvic adhesions, paratubal cyst, supernumerary nipple, cystoscopy and mole excision. Plaintiff's menstrual periods were normal after the birth of her children and she had no problem with going about her daily life. Concurrent conditions included nickel sensitivity (as a child she could not wear jewelry made with nickel or ¿cheap¿ jewelry because it would cause her to have a rash). On(B)(6)2011, the patient had essure inserted. On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria hospitalization and intervention required), anaemia (seriousness criteria hospitalization and intervention required) with dizziness, fatigue and headache, abdominal pain lower (seriousness criterion hospitalization) and nausea (seriousness criterion hospitalization), 4 years 9 months after insertion of essure. On (B)(6)2016, the patient experienced menometrorrhagia ("menometrorrhagia / heavy enstrual cycles"). On an unknown date, the patient experienced alopecia ("hair loss"), polymenorrhoea ("two periods a month"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity/allergy symptoms"). The patient was hospitalized on (B)(6)2016. The patient was treated with blood transfusion, auxiliary products and surgery (laparoscopy with bilateral salpingectomy on (B)(6)2017 and laparoscopy, total abdominal hysterectomy with bilateral salpingectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abnormal uterine bleeding, anaemia, abdominal pain lower, nausea, alopecia, menometrorrhagia, polymenorrhoea and dysmenorrhoea had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, alopecia, anaemia, autoimmune disorder, dysmenorrhoea, genital haemorrhage, hypersensitivity, menometrorrhagia, nausea, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: before essure, plaintiff had not experienced this combination of symptoms. She was told directly after the surgery that her body was reacting to the metal in the device. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2021: mr received: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding/ heavy bleeding/ severe bleeding"), anaemia ("severe anemia/ chronic anemia"), abdominal pain lower ("cramping") and nausea ("nauseous") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and parity. Plaintiff's menstrual periods were normal after the birth of her children and she had no problem with going about her daily life. Concurrent conditions included nickel sensitivity (as a child she could not wear jewelry made with nickel or "cheap" jewelry because it would cause her to have a rash). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria hospitalization, medically significant and intervention required), anaemia (seriousness criteria hospitalization and medically significant) with dizziness, fatigue and headache, abdominal pain lower (seriousness criterion hospitalization) and nausea (seriousness criterion hospitalization). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was hospitalized on (B)(6) 2016. The patient was treated with blood transfusion, auxiliary products and surgery (laparoscopy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, anaemia, abdominal pain lower, nausea and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, dysfunctional uterine bleeding, nausea and pelvic pain to be related to essure. The reporter commented: before essure, plaintiff had not experienced this combination of symptoms. She was told directly after the surgery that her body was reacting to the metal in the device. Quality-safety evaluation of ptc: sample not available. Since quality unit have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. Quality unit are unable to confirm any quality defect or device malfunction at this time. Although quality unit were unable to confirm this complaint quality unit cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to a (B)(6)-year-old female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including pelvic pain, severe dysfunctional uterine bleeding and severe chronic anemia. The plaintiff was admitted to the hospital due to severe bleeding, cramping, dizziness and being nauseous. She was submitted to a laparoscopy with bilateral salpingectomy to remove essure due to heavy bleeding, chronic anemia and pelvic pain and received additional blood transfusions. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Anemia may have different causes, but it can be also a complication of an excessive or prolonged gynecological bleeding. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding/ heavy bleeding/ severe bleeding"), anaemia ("severe anemia/ chronic anemia"), abdominal pain lower ("cramping") and nausea ("nauseous") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and parity. Plaintiff's menstrual periods were normal after the birth of her children and she had no problem with going about her daily life. Concurrent conditions included nickel sensitivity (as a child she could not wear jewelry made with nickel or "cheap" jewelry because it would cause her to have a rash). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria hospitalization, medically significant and intervention required), anaemia (seriousness criteria hospitalization and medically significant) with dizziness, fatigue and headache, abdominal pain lower (seriousness criterion hospitalization) and nausea (seriousness criterion hospitalization). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was hospitalized on (B)(6) 2016. The patient was treated with blood transfusion, auxiliary products and surgery (laparoscopy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, anaemia, abdominal pain lower, nausea and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, dysfunctional uterine bleeding, nausea and pelvic pain to be related to essure. The reporter commented: before essure, plaintiff had not experienced this combination of symptoms. She was told directly after the surgery that her body was reacting to the metal in the device. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including pelvic pain, severe dysfunctional uterine bleeding and severe chronic anemia. The plaintiff was admitted to the hospital due to severe bleeding, cramping, dizziness and being nauseous. She was submitted to a laparoscopy with bilateral salpingectomy to remove essure due to heavy bleeding, chronic anemia and pelvic pain and received additional blood transfusions. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Anemia may have different causes, but it can be also a complication of an excessive or prolonged gynecological bleeding. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.